Manufacturer narrative:
Visual analysis was performed on the returned device. The reported balloon rupture and separation were confirmed. The difficulty removing was not tested due to the condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The investigation determined that the reported difficulties were likely due to case related circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4, h4: updated.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 9x60mm armada 35 percutaneous transluminal angioplasty (pta) balloon ruptured. The pta catheter was difficult to remove and came out in separate parts. The parts were removed, and no additional intervention was performed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.